Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device was removed and replaced with another device. It was noted that the event was due to patient's anatomy and not a device deficiency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that "follow up angiography shows that the device had fallen back and did not have adequate coverage/wall apposition cranial to the aneurysm. We proceeded with placement of second pipeline device. We then advanced a phenom 27 microcatheter over a aristotle 18 microwire into the middle cerebral artery. A pipeline embolization device measuring (12mmx4.75mm) was then deployed from the carotid terminus into the cavernous origin. Follow up angiography showed improved coverage but the most distal (cranial) aspect of the device as not fully apposed against the vessel wall. With the phenom 27 across the aneurysm and in a mca branch, a traxcess microwire as introduced. The phenom 27 microcatheter was removed and scepter xc balloon was introduced into the system over a microwire and navigated into the pipeline device. Angioplasty as performed to better oppose the wall of the flow diverter device which was successful and this was confirmed with a intra procedure conebeam CT. Angiographic runs ere obtained demonstrating good position of the pipeline device without parent vessel compromise. Ancillary devices used were a navien 058 intracranial suppor t catheter and phenom 27 microcatheter. The aneurysm was located in the left c5 segment of the internal carotid artery (ica). The maximum aneurysm diameter was 5 mm with a dome height of 5 mm, a dome width of 11 mm and neck size of 11 mm. The parent artery diameter distal to the aneurysm was 4 mm and parent artery proximal to the aneurysm was 4 mm. Post implant showed no stasis. Complete neck coverage was obtained at the end of the procedure. Raymond and roy class post procedure was class 1. For ped2-475-12 wall apposition was achieved. There were no side branches covered by the pipeline device. There was no flattening or twisting of the pipeline. For ped2-475-14 wall apposition was not achieved. Side branches were not covered by the pipeline device. There was no flattening or twisting of the device. Patient's past medical history includes hyperlipidemia, dizziness, and previous smoker.

Event description:
Additional information received reported the movement occured during the index procedure. Additional device was implanted. Follow up angiography shows that the device had fallen back and did not have adequate coverage/wall apposition cranial to the aneurysm due to subject's anatomy. There was no device deficiency regarding friction or difficulty during delivery or positioning of device. The device was not successfully implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device fallen back and not having adequate coverage/wall apposition was due to the subject's anatomy.

Event description:
Medtronic received a reported of complications with a ped2 pipeline stent. Site reported 2 devices were implanted due to first device malfunction. Per site "follow up angiography shows that the device had fallen back and did not have adequate coverage/wall apposition cranial to the aneurysm."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.